Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose level was 195 mg/dl. Customer stated that they were not able to rewind. The product will return for the analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement or retries to free a stuck motor failed alarm during rewind due to a corroded motor home switch. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor error alarm or perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement or retries to free a stuck motor failed alarm.